Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient underwent tavr within and existing edwards bioprosthetic valve using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately twelve (12) years. It was identified, through review of source documentation provided, that there was bioprosthetic structural valve deterioration with significant calcification. The patient underwent successful tavr with no evidence of significant paravalvular leak.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that this valve was replaced due to structural valve deterioration (svd) with calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. There have not been any allegations of a malfunction or deficiency related to the subject device. No further actions are possible with the available information.